Event description:
It was reported that the patient communicator displayed a red alert due to a recorded high out of range shock impedance measurement. This right ventricular (rv) lead is expected to be evaluated further in clinic. This lead remains in service. No adverse patient effects were reported. New information received indicates that there were additional instances of out-of-range shock impedances. Technical services (ts) noted that the rise in shock impedances were gradual which suggests calcification and/or ionization of the shock coils and not necessarily a lead issue. No intervention was performed and the lead remains in service. The patient will continue to be monitored.

Event description:
It was reported that the patient communicator displayed a red alert due to a recorded high out of range shock impedance measurement. This right ventricular (rv) lead is expected to be evaluated further in clinic. This lead remains in service. No adverse patient effects were reported.